Event description:
It was reported that stimulation was turning off. The implantable neurostimulator (ins) just shut off by itself the night prior to the report. The patient was not able to connect with his patient programmer to turn the ins back on. The patient was able to connect with his recharger and showed his ins battery was 1/2 full. The patient was driving to his healthcare providers (hcp) office at the time of the report and could not troubleshoot with the external devices. The patient was on his way for his monthly check up appointment. Information has been requested regarding patient symptoms, outcome, and if the patient still had concerns with their device or therapy which were not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).